Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33285. It was reported that the patient was experiencing lead migration, but the patient did not lose stimulation. As a result, the lead was explanted and replaced on (B)(6) 2020. Effective therapy was established post surgery. All of the patient's leads are being reported as it is unknown which lead migrated.